Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. When removing the device from the package, the needle pulled off the suture. A like device was used to complete the procedure. There were no adverse patient consequences.